Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented for evaluation and testing found that the pump remained dimpled when depressed. Several attempts were made to resolve the issue without success. Two weeks later a surgical procedure was performed during which the existing pump was explanted and replaced. The patient was retrained on the use of the device following the procedure. No patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented for evaluation and testing found that the pump remained dimpled when depressed. Several attempts were made to resolve the issue without success. Two weeks later a surgical procedure was performed during which the existing pump was explanted and replaced. The patient was retrained on the use of the device following the procedure. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The ams700 momentary squeeze (ms) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The tubing was identified as having been cut down to the pump block; no leaks were found. The pump was functionally tested and did not pass the deflation test 2. Product analysis confirmed the reported clinical observations. Corrected data: e1 initial reporter information.